Manufacturer narrative:
The revision surgery was investigated in (B)(4). During the revision surgery, the surgeon attempted to implant one of three new liners into the existed shell and two attempts failed and are investigated in (B)(4). The third liner was successfully impacted into the existing shell. The device was returned to djo surgical for examination. The returned liner was measured and inspected. The liner has the current style snap retaining feature and both snap rings are in good condition without deformation. When the liner is properly engaged and subsequently removed, the leading snap ring is deformed and damaged. The print of the shell used in the original surgery in 1998 was reviewed. The porous acetabular shell snap retaining feature is different than the current design. This explains why the surgeon was unable to engage to poly liner into the shell. The shell in the original surgery was released from design in (B)(6) 1995 and was released from manufacturing on or about (B)(6) 1995. The product complaint report history shows that there are two prior complaints against the poly liner; one complaint involved revision for infection and one complaint involved revision for a fractured femur. The root cause for not snapping in is the shell in vivo was a different (old) design that accepted a different locking feature. The design is from 1995 and is no longer being manufactured. The current design incorporates a different snap retaining feature.

Event description:
During the revision surgery, there was an attempt to implant one of three new liners into the existing shell and two of those attempts failed. The third liner was successfully impacted into the existing shell.